Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) sample photo, not the actual faulty device indicating the parts which was detached was provided for investigation. The photo was reviewed and the indicated failure mode for luer adapter detached during use with the incident lot was not observed. Additionally, 50 sets of retained sample were visually checked and no abnormalities such as detachment of luer adapters from luer connectors, or loose connection, damage or molding defects of the luer tapers were found. Also, taper gauging test and leakage test was conducted on the retained samples of 8 sets and no leakage from the connections occurred as all testing met within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of luer adapter disconnected during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the luer adapter disconnected causing blood to leak. This event occurred 1 time and no patient or user impact reported as blood exposure was only on the gloves and the patient chair.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the luer adapter disconnected causing blood to leak. This event occurred 1 time and no patient or user impact reported as blood exposure was only on the gloves and the patient chair.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.